Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/18/2023, it was reported by an arthrex employee via email that a patient underwent revision surgery due to a painful shoulder. The surgeon revised the cup and poly, removing discolored tissue around the cup attached to the stem. The revision procedure occurred on (B)(6) 2023. No further information has been reported. Additional information requested.

Manufacturer narrative:
The complaint allegation was confirmed upon evaluation of the customer's attached picture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to patient specific event.